Event description:
Customer contacted ortho clinical diagnostics to report that a weak anti-e and anti-c were missed pretransfusion by the 0.8% resolve panel a, vra 128, using manual gel method. An anti-fya was identified with vra 128. The pt initially received two units of crossmatch-compatible fya negative blood in 2009. Customer continued the transfusion work-up since one of the screening cells that was negative for the fya antigen was positive. Anti-e and anti-c were later identified with ficin treated cells. Ocd's medical director has classified this event as a serious injury due to hemolysis of transfused cells which resulted from a false negative antibody identification. This report corresponds to ortho clinical diagnostics.

Manufacturer narrative:
The two units transfused in 2009 were typed retrospectively; one unit was found to be positive for e and the other unit was positive for c. As per pt's physician, pt is non symptomatic and is stable. Ortho-clinical diagnostics (ocd) quality assurance had previously performed a batch review and retained testing of the e antigen to confirm reactivity. Results were satisfactory. Testing of the c antigen was not possible due to receipt of complaint beyond expiration dating.